Event description:
It was reported that during a stent procedure, an attempt to place another company's stent was unsuccessful. The pixel 2.25 x 13 was advanced, but it would not cross out of the guiding catheter. The stent delivery system (sds) was pulled back, and there was only the balloon without the stent. The stent could not be found. Reportedly, there was no pt injury.